Manufacturer narrative:
(B)(4). The exact age of the patient at the time of the event was unknown; however, the patient was born in 1976. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested as abdomen pain and cloudy pd fluids coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The patient was hospitalized on the same day for the event. Treatment was not reported. The patient was still in the hospital and recovering from the peritonitis. The cause of the peritonitis event was reported as being due to a poor environment. Dianeal therapies were ongoing. No additional information is available.